Event description:
Laryngectomy procedure performed on a female patient (approx 160cm height). The laser flex was deflated for extubation, but the cuff kept a form like a 4-times-jagged star. The vocal cords swelled and there was no chance to extubate the patient due to the enlarged diameter of the cuff. The only way to extubate the laser flex was with force. Md admitted to using too large of tube. After incident, patient was reintubated for 4 days and moved to ICU.

Manufacturer narrative:
Event occurred in a foreign country. Same product is sold/distributed in us.